Manufacturer narrative:
(B)(4). Analysis was performed on the returned device. The reported marker lumen blockage was not confirmed as the device was returned with blood in the marker lumen. The reported difficulty and subsequent treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement with a prostar xl device was attempted in the right common femoral artery via 9fr sheath, using the preclose technique prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, the prostar xl device "could not be placed as no marker was visible". The sheath was upsized to an 18f and the tavi procedure was successfully completed. A cut down was done and the vessel was surgically sutured closed. Scar tissue was noted at the access site. There was no reported adverse patient sequela. There was a reported clinically significant delay in the entire procedure. It was reported that the physician is trained in the use of the prostar xl device and established in the preclose technique. No additional information was provided.